Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for routine follow up, lv lead was found to not capture at programmed output and intermittent capture was observed. Programming changes were made. Patient was stable post programming.